Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found except for procedural damages.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high threshold resulted in failure to capture. The physician elected to abandon the implant of a lv lead. The patient was stable throughout.